Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Perpendicular bone loss around the root #23 and adjacent implant #26 was removed due to close proximity. Implant supported bridge #24-26.